Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Access was obtained via the femoral artery. The 99% stenosed, 2.5-2.75x50mm de novo target lesion being treated was located in the moderately calcified left anterior descending (lad) artery. The lesion was predilated twice with a 1.5x15mm & 2x15mm unspecified balloon. A 28mmx2.50mm taxus liberte stent delivery system (sds) was then advanced and was unable cross the lesion and the stent was found to be damaged. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the proximal end. One strut on the most proximal row was lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Access was obtained via the femoral artery. The 99% stenosed, 2.5-2.75x50mm de novo target lesion being treated was located in the moderately calcified left anterior descending (lad) artery. The lesion was predilated twice with a 1.5x15mm & 2x15mm unspecified balloon. A 28mmx2.50mm taxus liberte stent delivery system (sds) was then advanced and was unable cross the lesion and the stent was found to be damaged. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).